Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary. Photo investigation: the complaint device was not returned for investigation. A photo investigation was completed based on the images provided. The center shaft of the screwdriver along with the shaft clamp had broken off from the inside the screwdriver handle. A definitive assignable root cause cannot be identified. Manufacturing record evaluation could not be performed as no lot number information was available. Since the part was returned, an as-received and dimensional inspection could not be performed. Conclusion: the complaint condition can be confirmed based on the available information. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review: DHR could not be performed as no lot number information was available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screwdriver handle dislodged and could not be used. The procedure was successfully completed without surgical delay. There was no patient consequence. This report is for one (1) screwdriver handle with hex coupling-medium. This is report 1 of 1 for (B)(4).